Event description:
Our MDR - after an implantation time of about 50 months, 'no capture, was reported. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.